Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 19169897, UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were revised due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient underwent an elective explant procedure, as the scs system was no longer required for treatment. No device malfunction or patient adverse events were reported. The implantable pulse generator (ipg) and paddle lead were retained by the hospital and will not be returned for analysis. Postoperatively, the patient was doing fine.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 19169897 UDI: ((B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were revised due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.